Event description:
The recipient reportedly experienced sound quality issues and poor performance. The recipient reportedly became a non-user of the device. The recipient's device was explanted. The recipient will not be reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.